Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radiofrequency programmer head was returned with a request that it be replaced. The programmer head was returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: during analysis, it was determined that the head was unable to interrogate and it failed its uplink tests. It was further noted that the label laminate was missing. The cable and the label were both replaced to resolve.